Event description:
It was reported that when the instrument set was opened and the screwdriver assembled, the driver attachment was found broken. The second shaft in the set was used to complete the case. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.